Event description:
It was reported that this right ventricular (rv) lead was dislodged. The patient underwent a surgical intervention to replace the lead with a new product, and was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Evidence from the field and product analysis were insufficient to verify dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. The patient underwent a surgical intervention to replace the lead with a new product, and was given antibiotics. No additional adverse patient effects were reported.